Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchasing manager reported that a surgeon discovered a scratch on a lens optic after implantation during an intraocular lens (iol) implant procedure. The surgeon is suspecting that the cartridge damaged the lens.

Manufacturer narrative:
Additional information provided. Product evaluation: the device was not returned. The lens remains implanted. A photo was provided of the lens in the eye. There is a linear mark that travels from the edge toward the center. The mark appears to be on the posterior surface. No other determination can be made from the photo. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified iol and a handpiece. Without the lens model it cannot be determined if this is a qualified combination. Based on our observation of the attached photos, the root cause could not be determined for observed mark. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information the manufacturer internal reference number is: (B)(4).